Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that cre pro wireguided dilatation balloon was used during an esophageal dilation procedure performed on (B)(6) 2022. During procedure, it was noted that the balloon burst. The procedure was completed with cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.